Event description:
Ventricular peritoneal shunt inserted on 5/4/98. Postoperatively, had stormy course with marked impairment of her consciousness, drowsiness, aggressive behavior. Spouse noted she improved when returned home, alert, walking. In last few days she had gotten worse and developed some swelling in the anterior aspect of her abdomen. Admitted to hospital for revision of the peritoneal shunt on 6/3/98.